Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect was selected for use during a left atrial appendage occlusion. There was a perforation, a pericardial effusion, and the procedure was cancelled. During transseptal puncture, the physician did not have clear view of tenting on the septum. The physician crossed very posteriorly and through the back wall of the atrium. A perforation on the back wall of the atrium with a small/stable pericardial effusion around the left atrium were noted. The procedure was then cancelled, and patient was taken to the operation room. There was a blood transfusion, a pericardial tap and cardiac surgery for a surgical repair done. The patient was admitted to hospital beyond standard of care, but the patient is doing well, and it was discharged. The device is not expected to be returned for analysis (discarded). No pericardial effusion was noted prior to the procedure. Patient had been given full dose of heparin in therapeutic range. The eliquis was last taken (B)(6) 2023. Aspirin taken 16nov2023. A transesophageal echocardiogram (tee) was used in the procedure. It was about 400ml of blood loss, and blood was given to the patient. No multiple attempts required to track up / drop down into position on septum before tsp was performed. The physician crossed the septum very quickly on first attempt. Imaging doc stated he never visualized a great tent on tee. In the physicians opinion, the very floppy septum was the contributing factor in this scenario.